Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a side unspecified rupture confirmed via ultrasound. The device remains implanted.

Manufacturer narrative:
Clarification b3 (date of event): dec/2019 when MRI due to ruptured implant was done. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d4, d.6a, d.6b, g4, h4, h6.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii. The device has been explanted and replaced.